Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via e-mail call that the customer had recurring issues with air bubbles in the reservoir. The blood glucose at the time of the incident was unknown. It was also reported that the customer had no delivery and motor error alarms. They also had sensor reading discrepancies. It was stated that the insulin pump had a threshold suspend alarm. Blood glucose level is unknown but mother stated that is was not low as the sensor was reading. Troubleshooting was not performed. The product will not be returned for analysis.